Event description:
It was reported that the patient experienced multiple low and high glucose events while using the ilet bionic pancreas, with log review indicating frequent lack of meal announcements, repeated pump pauses during lows, variable priming volumes during supply changes, delayed response to an occlusion alert, and subsequent automated corrections that contributed to hypoglycemia and hyperglycemia. Symptoms included low glucose. Outcomes included clinically significant low and high glucose readings without hospitalization. Investigation included review of device logs and case analysis by support personnel. Investigation of this case revealed patterns consistent with pump maladaptation from unannounced meals, insulin delivery pauses during lows, and delayed infusion set change after an occlusion, leading to alternating overcorrection and glycemic variability. It was concluded that hypoglycemia occurred with cause unclear in the context of user behaviors that affected system adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.